Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed due to transmitter not found. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Walkthrough pt in pairing tx stuck on pairing process for more than 30 mins pt interacting with device no error message shown, just the pairing could take up to 30 mins. Pt assured tx is not expire. Less than 3 months